Event description:
Reportedly, when the surgeon was using a scope and then the endo shears was activated, the pt received a slight burn on the skin on the stomach. Pt did not have to be treated. No further injury noted. Procedure: lobectomy.